Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation with the jaws in the closed position. Upon visual inspection, engineering observed blood and eschar buildup on the jaws of the device. During handle activation testing, engineering actuated the handle and found that the pull tube, a component that allows for jaw movement, failed to remain engaged with the upper jaw of the device. Engineering confirmed that the pull tube was bent. The root cause of the event is due to a bent pull tube. Applied medical recently implemented process improvements intended to further minimize the potential for this type of event to reoccur. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Total laparoscopic hysterectomy - "the procedure was the last one being performed as part of a (B)(6) which involved 9 tlh's being performed over two days. I was present for all of the cases, from start to finish, and this was the only time I saw this issue occur. Mr (B)(6), another surgeon who was watching the case and routinely uses voyant in this account, did say however that he has experienced exactly this issue himself several times but not recently. The procedure was being performed by (B)(6) and two trainees. It was approximately 55mins into the case and the round ligaments and broad ligaments had been divided (using the voyant) and the trainee was taking large bites and sealing diagonally into the lateral edge of the uterus near where it meets the cervix, prior to dividing the uterine ligaments. The jaws of the voyant were open and when she tried to close them she said she couldn't and that the handle had jammed but mr (B)(6) took it from her hand (while it was still under visualisation, inside the patient) and closed it and continued to seal the tissue. However, seconds later, mr (B)(6) was unable to open the jaws after performing some blunt dissection with them closed. I recommended he remove the handpiece to be cleaned and it was cleaned by the scrub nurse using a swab wet with saline. It had already been cleaned several times throughout the case but this was the point where the tissue was bloodiest. Shortly after the device was re-inserted into the abdomen, it was used to seal another large bite of tissue and would not open again, locking onto the tissue. Mr (B)(6) managed to open it but then the jaws locked open and had to be forced closed using another instrument in order to remove the device through the port. At this point, the device was permanently removed from the procedure. At no point during the procedure was the handle held at an extreme angle and while the device was being used to take large bites of thick tissue at the time it stopped working, I had seen this being done throughout the two day workshop. The device is being kept in the preparation room between theatres 9 and 10 awaiting collection." Patient status- no patient injury or illness occur associated with the complaint event.